Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty procedure, the protective balloon catheter covering was inserted into the patient and detached. The lesion was located in the popliteal artery. The physician inserted the synergy balloon catheter and then realized the protective balloon covering had not been removed and had detached "in the popliteal area." The physician advanced an unspecified guide wire and a balloon through the detached balloon catheter covering. Once the unspecified balloon was inflated, the physician was able to pull the intact balloon covering through a "large" sheath and removed it outside the patient's body. The balloon covering was intact with no pieces remaining inside the patient. The physician used another of the same device to successfully complete the procedure. No patient complications were noted and the patient's status was reported as "ok." Additional information has been requested but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.